Event description:
It was reported that the knife cannot be reversed after firing the fifth reload. The surgeon toggled knife reverse button to fire again, the indicator window showed between "0" and "lock" but still could not reverse the knife. The device was finally removed violently, resulting in significant tissue damage. The staples not formed. The operation was completed after manual suturing. Surgery delayed for 1-2 hours. The patient is currently under observation.

Manufacturer narrative:
(B)(4). Batch #: 841a28. Additional information was requested and the following was provided: what was the procedure? What were the indications for the procedure? What structure was being fired upon? Please provide more description on how the device was removed from the tissue. What trouble-shooting steps were taken to attempt to remove the device prior to having to remove violently? What is the surgeons experience with the device? Were there any unusual sounds or noised heard upon firing the device? Was the difficult to close or difficult to fire? What were the product codes the cartridges used? Was the device properly cleaned between firings? Additional information: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows tissue that appears to be damaged and bleeding could be noted. The second photo shows a device from the window indicator and it is between 0 and lock. This condition indicates that the knife is advanced and did not allow open the device. To open the device according to the IFU push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. The event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one ecr60w reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 841a28, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2022. Additional information was requested the following was received: the device was finally removed by squeezing trigger sufficiently, but resulted in significant tissue damage. After the surgery, the patient experienced an anastomotic leakage at manual seam what was the procedure? Laparoscopic pancreaticoduodenectomy. What were the indications for the procedure? Duodenal mass. What structure was being fired upon? Jejunum. Please provide more description on how the device was removed from the tissue. What trouble-shooting steps were taken to attempt to remove the device prior to having to remove violently? Toggled knife reverse button for several times. What is the surgeons experience with the device? Unknown. Were there any unusual sounds or noised heard upon firing the device? Was the difficult to close or difficult to fire? No. What were the product codes the cartridges used? Unknown for the other cartridges. Was the device properly cleaned between firings? Not cleaned. H6: medical device problem code: (a05)